Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus and fixed prime. Customer's blood glucose was 300 mg/dl. The customer was advised that the cause of the alarm was by a connection issue. The customer was advised to change infusion set and was successfully do bolus with no alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.